Event description:
It was reported that a patient¿s therapy worked great for the first couple of months and had been on program 4 since implant, but in (B)(6) 2014 she had three accidents. The patient had a loss of therapeutic effect and the only time she had the issue was when she walked. It usually happened after she walked for 20 to 40 minutes or so. She didn¿t like to take walks because she had entire bowel movements. When she was at home or went to the store, she was usually okay. Prior to implant the patient couldn¿t go to the store without having an accident. The patient hadn¿t had any falls, trauma, accidents, or medical procedures around (B)(6) 2014. The patient¿s feeling of stimulation had moved from her vagina to her right leg and she didn¿t remember feeling it in her leg when she first got the device. This had occurred ¿months and months ago¿ and had probably occurred in fall 2014 but it may have been before that. In november she had two more accidents and tried turning stimulation up from 1.69 volts to 2.4 volts, but she continued to have issues. She didn¿t go as high as she could go. The patient had met with her healthcare provider on (B)(6) 2014. On (B)(6) 2014, she was on program 4 at 2.4 volts and stimulation was on. The patient tried contacting her healthcare provider, but they said they knew nothing about the device and instructed the patient to contact the manufacturer. She had also spoken to a nurse practitioner about the issue. About two months later, the patient reported that her device wasn¿t working. She had increased the amplitude on program 4 up as high as 2.5 volts with no change in symptoms. Her reported symptoms had a sudden onset. When she was walking, she was incontinent. The patient did water aerobics and took 8 imodium for loose bowels. She had tried a fodmap (fermentable oligo-di-monosaccharides and polyols) diet, was gluten free, and was ¿everything else free¿ for a year, but it never helped with her loose bowels. The only thing that helped her loose bowels was imodium. The patient was on program 4 at 1.9 volts and could feel stimulation when she lay down. When she went to bed, half the time she felt it and half the time she didn¿t. Sometimes it was uncomfortable and she adjusted it as needed. She hadn¿t used any of the other programs and didn¿t really know what to do with the programs. She changed to program 1 at 1.0 volts, which was a comfortable setting for the patient where she felt stimulation in the bicycle seat area and wasn¿t feeling stimulation down her right leg. She felt it in her backside and stimulation wasn¿t hurting. The patient was sitting and upon standing, stimulation was still comfortable. The patient stated she would have to walk for 40 minutes or longer to determine if she was still having issues. She couldn¿t tell if therapy was working as intended and would assess it through each program. After trying all the programs, if it didn¿t resolve the issue, she planned to follow up with her healthcare provider about reprogramming. She was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gf3x, implanted: (B)(6) 2014, product type: lead. (B)(4).